Event description:
During a surgical case, the pt's legs were positioned on a transfer board when the board dislodged from the table causing the pt to begin to fall. The pt was caught by a surgery technician. The pt was caught by a surgery tech. The tech report injuries to her wrist and back.